Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-0 error code. The error occurred with multiple test strips. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported feeling lightheaded. Customer was not sure if it was due to her diabetes or if it could possibly be she is getting sick. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 113 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date at time of call is one month. The meter memory was not reviewed for previous test result history.